Manufacturer narrative:
Initial.

Event description:
It was reported that the patient¿s freestyle libre 3 plus continuous glucose monitor (cgm) sensor expired overnight, which caused the pump to stop automated dosing and display prompts to connect a cgm or enter a blood glucose value; a new sensor was later applied and entered warm-up, and education was provided that dosing would resume once cgm readings became available, with the option to manually enter blood glucose declined. No adverse clinical symptoms reported. Outcomes included a delay to therapy. User support included interviews with the reporter and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage issue related to procedure or method, with no applicable device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.